Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-06. Investigation summary: this complaint investigation is applicable to us formats only. This complaint is for inconsistent cpo flags with proteus mirabilis when using phoenix panel nmic/ID-307 (449289) batch 0189710. Ten (10) panels as well as isolate returns were provided by the customer for this investigation. To investigate, a total of six (6) panels were tested using a phoenix m50 instrument. Four (4) were customer returned panels, where one (1) of the four (4) yielded the carbaoenemase producer flag for proteus mirabilis and the remaining three (3) panels did not yield the flag. One (1) retention panel from this complaint lot and one (1) control panel from a different lot of this catalog number (449289) were tested and neither panel yield the carbaoenemase producer flag for proteus mirabilis. This complaint has been confirmed for inconsistent results. It is to be noted that software improvements will be released in april 2021 through pud 6.91, which will provide more consistent results. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using panel phoenix nmic/ID-307 a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the result as a false positive. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307 a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the result as a false positive. The customer stated results were not reported out so there was no report of patient impact.